Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported this patient had a completely occluded rcia and a pre-existing fem-fem bypass. There were no medtronic products previously used in this patient. The patient had bare metal stents in the access vessels which were very narrow. The talent converter was being used because the fem-fem bypass had narrowed and there was diminished blood flow down the right side. The talent converter delivery system was able to be inserted and the stent graft was deployed; however, there was difficulty removing the delivery system as the nose cone got stuck in the graft limb in an area where there was overlap between the distal stent graft and the bare metal stent. The delivery system need to be surgically removed and the stent graft remained in the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: anatomy related and pre-existing condition; previously placed bare metal stents and narrow access vessels, non-indicated use. Conclusion: anatomy related and pre-existing condition; previously placed bare metal stents and narrow access vessels, non-indicated use.